Event description:
A (B)(6) male pt status post cardio-thoracic surgery was in the surgical intensive care unit (sicu) on (B)(6) 2010. The pt was on a servo-I conventional ventilator (setting not provided) and treated with 20 ppm of inomax for pulmonary hypertension. At 11:44 am on (B)(6) 2010 a swan ganz catheter was inserted in the pt and his baseline pulmonary artery pressure was measured at 86/47 mmhg. His oxygen saturation at that time was 100%. Approx one hour after the catheter insertion, the inomax device (B)(4) alarmed delivery failure. The pt's oxygen saturation decreased to 80% and systolic pulmonary artery pressure increased to 96. The pt was manually ventilated with the inoblender and his oxygen saturation returned to 100% and systolic pulmonary artery pressure decreased to 86 mmhg within 6 minutes. It took approx 5 minutes to subsequently switch the inomax device with another unit. The inomax device #2 (B)(4) immediately went into delivery failure while on the pt (see MDR # 3004531588-2010-00091). The pt's oxygen saturation decreased to 88% and systolic pulmonary artery pressure ranged from 85-90 mmhg. The pt was manually ventilated on the inoblender for approx 10 minutes while device #2 was swapped with device #3. No further delivery issues occurred with device #3 and the pt's oxygen saturation stabilized and his pulmonary artery pressure increase resolved. At 14:00, the pt's oxygen saturation was 100% and pulmonary artery pressure reading was 33/13. The respiratory therapist deems the events moderate in severity, non-serous, definitely related to interruption in ino therapy and possible related to the delivery failure.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported a delivery device failure mode on inomax ds, # (B)(4). The device was switched out to another inomax device (B)(4). This MDR addresses device (B)(4). Eval summary: the device functioned properly during investigational testing, which included functional testing and checkout. We were unable to duplicate the reported observation. During functional investigational testing, we were unable to duplicate the reported observation.